Manufacturer narrative:
Multiple requests for additional information were performed. No additional details have been provided. The explanted valve was also not returned for analysis. There is insufficient information available to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted approximately three (3) years, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic valve. No other details were provided.

Manufacturer narrative:
Placing a prosthetic valve in the present of native valve endocarditis would be expected to predispose the patient to subsequent prosthetic valve endocarditis (pve). The incidence of pve following native valve endocarditis averages 4%. In this case, the patient original had aortic valve replacement for native valve endocarditis. It has been determined that the root cause of this event was due to patient related factors.

Event description:
Edwards received information that a bioprosthetic aortic valve, implanted approximately three (3) years, was explanted due to recurrent endocarditis. During explantation, there was no evidence of vegetation. However, whole catching the prosthesis from the annulus there was purulent secretion on an abscess less than a centimeter found on the post of the left and right. The valve was removed and the annulus debrided another cavity with no purulent secretions with no connection into any other chamber was encountered in the noncoronary annulus. The cavity was also about a centimeter. The explanted device was replaced with another edwards bioprosthetic valve. At the end of the procedure, the valve was well-seated. Tee showed mild perivalvular leak with a very small jet. The patient tolerated the procedure well with no complications.